Manufacturer narrative:
The probable root cause is attributed to an incompatible software on one of the surgeon side consoles.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse updates the software so console would be compatible. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, it was reported that one of the consoles would not connect to the system, although the blue lights by the fiber connections were illuminated. Initial troubleshooting involved attempting to power down the surgeon side console (ssc) using the power button, but the ssc did not respond. The breaker on the console was then flipped to power it down, and the blue fiber connection was reseated. When the console was powered back on, the connection issue persisted. The customer was moving forward with the case with one ssc. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this was due to one console having the most recent software update, and the other dual console was not updated to the latest software, which caused one of the consoles to not be compatible with the system. Following the case, we completed the software update on the console not connecting and the issue was resolved.